Event description:
Ruptured aneurysm on external drainage. Bleeding. Impossible to drain the syringe. Necessary to change the system. Icp measure on screen not reliable. Further information has been requested to the hospital. (B)(6) 2014, affiliate reported that the incident has not yet been reported to ansm. (B)(4): incident date: (B)(6) 2014. Lot number crdcjn. In both cases, the devices will not be returned for evaluation (not available). The incidents have not been reported to the ansm yet.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device product code 82-1730, with lot number crdcjn, conformed to the specifications when released to stock on the (B)(6) 2014. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.